Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 235 mg/dl. The insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The display returned when a new battery was inserted and the customer was sent a new battery cap. This did not resolve the issue and the customer called back to report that there had been a constant high pitched sound and that none of the buttons were working. The battery was removed and replaced but the display was still frozen with no button response. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a frozen display then a constant tone due to a cold solder joint on the mother board. No blank display or black circle on the display noted. Unable to verify the no delivery or failed battery tests alarms due to the frozen display. All the buttons functioned properly using a test mother board. The keypad connector was fully locked. No cosmetic damage was noted.